Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on chest. The area was described as bumpy and itchy, but no open sores. There was no alleged device malfunction contributing to the irritation. Patient was advised to use a topical ointment by a physician. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.